Event description:
It was reported that the right ventricular lead was capped and replaced. The lead status was given as ¿cap ¿ unusable.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.